Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was frayed and no longer charged the pump. Customer did not have an alternate cable and declined to further troubleshoot with tandem technical support. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl. Customer consumed carbohydrates to address low bg. Customer did not have an active continuous glucose monitor and was not unaware that bgs were dropping.